Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00041, 00042.

Event description:
Allegedly per medwatch report #(B)(4), "patient had a right total hip arthroplasty approx. 6 yrs ago. She has been seen with increasing weakness of her right lower extremity and intermittent groin discomfort. No suggestion of pseudotumor, but did show a fluid collection connected to the hip joint. Explanted head, cup, and neck. Per surgeon, these were explanted because of 'arthroplasty failure'. Device failed."

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.